Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint received as follows: market country: (B)(6). Complaint description: on (B)(6) 2011, the pt was inserted with t.t. At rcw. Six days later the tubal part below the neck flange detached. The victim was sent to the operating room to have it removed and another new one was replaced.

Manufacturer narrative:
This event is deemed serious as it was life threatening, and required both medical and surgical intervention in order to prevent choking, aspiration, potential suffocation and possible death. From a clinical perspective, a causal relationship between device and this event is deemed related because the broken piece was recovered from the airway by a surgical procedure. An analysis on the returned samples showed that it met spec especially evidence on sufficient gluing on the product. However, the returned product was manufactured in year 2004 which expired in year 2009 as per our shelf-life guideline. Reported to the FDA on (B)(4) 2013.